Event description:
Customer reported the smartsite port most distal from the patient, which is used for piggy back meds, popped free and leaked necessitating the need for a whole new tubing set. There was no patient harm and no medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set has been discarded and is not available for failure investigation.